Manufacturer narrative:
The complaint investigation for false nonreactive alinity I anti-hcv results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and in-house testing for reagent lot 52260be01. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A ticket trending review was performed for the list number and did not identify any related trends for the product for the issue. A review of device history records did not identify any non-conformances or deviations associated with the lot number and the complaint issue. In-house testing of a retained kit of the lot 52260be01 was performed. All controls met specifications and no false non-reactive results were obtained, indicating that the sensitivity performance is not negatively impacted. The testing included two commercially available seroconversion panels. The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix, since architect anti-hcv and alinity I hcv assays are equivalent. Lot 52260be01 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels in comparison to historical architect anti-hcv reagents. Labeling was reviewed and concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or product deficiency of the alinity I anti-hcv reagent lot number 52260be01was identified. Updated: d4 - lot # initial: 52260be00 / was updated to lot # 52260be01 section g1 contact information was updated to reflect the current contact (B)(6).

Event description:
The customer reported a false nonreactive result for one patient with a history of chronic hepatitis c when using the alinity I anti-hcv assay. The customer provided the following data: initial result tested on the alinity I platform was negative. The customer does not recall the specific numerical value. The sample was tested by elisa method and generated a weak positive result. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false nonreactive result for one patient with a history of chronic hepatitis c when using the alinity I anti-hcv assay. The customer provided the following data: initial result tested on the alinity I platform was negative. The customer does not recall the specific numerical value. The sample was tested by elisa method and generated a weak positive result. There was no impact to patient management reported.